Event description:
As reported to coloplast though not verified, patient implanted with coloplast pelvic mesh product for pelvic organ prolapse and/or stress urinary incontinence. Later, patient experienced excruciating pain, laceration of internal bodily tissue and organs, erosion, abrasion, dyspareunia, dysuria, severe edema, extrusion, bleeding, scarring, permanent bodily impairment and related sequelae.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.